Manufacturer narrative:
One (1) 30 deg taper 4.5p 4mm-6mm (30at446) was returned for investigation. Visual evaluation of the as returned product identified signs of use. The abutment screw was disconnected from the abutment and is loose - damaged. Could not be functionally tested. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii), poor oral hygiene. The reported device was located on tooth # 26 (fdi) and was used for approximately 6 months. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63792197). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63792197) for similar events and three (3) other complaints were identified, ((B)(4), (B)(4),(B)(4)). February post market trending was reviewed and there were no actionable events or corrective actions for the reported events (loosening & damaged other) or product (30at446). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur, and the reported events were confirmed following physical and visual evaluation. The following sections have been updated: h3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient was implanted with multiple implants, and immediately loaded and wore temporary crowns in the afternoon. There was no adverse reaction after the operation. Six months later, when the patient returned to the clinic, it was found that the screw was deformed due to loose abutment, which could not be locked with additional force, resulting in failure, so it was removed. The corresponding implant model is tsv4b13 with the batch of 63799424.tooth site # 26.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient weight: unknown / not provided.